Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there were no non-conformities associated with this lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.